Manufacturer narrative:
Additional information was received that the silicone missing from the clik anchor was not left in the patients body.

Event description:
A report was received that the patient developed an infection at the midline incision site. The patient had a fever, pain and drainage from the site of the infection for which she was administered antibiotics. The patient also felt a burning sensation at the ipg site. The patient underwent an explant procedure wherein all the devices were explanted. It is unknown if the infection is device or procedure related. The physician also suspected ipg malfunction. The patient is stable postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-70 serial # (B)(4) description: infinion 70 cm lead kit model # sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator model # sc-3400-30 serial # (B)(4) description: infinion splitter 2x8 kit (30 cm) model # sc-4316 lot # 19557022 description: next generation anchor kit-sterile the explanted leads, lead splitters and clik anchors were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the midline incision site. The patient had a fever, pain and drainage from the site of the infection for which she was administered antibiotics. The patient also felt a burning sensation at the ipg site. The patient underwent an explant procedure wherein all the devices were explanted. It is unknown if the infection is device or procedure related. The physician also suspected ipg malfunction. The patient is stable postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-70 serial # (B)(4) description: infinion 70 cm lead kit model # sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator model # sc-3400-30 serial # (B)(4) description: infinion splitter 2x8 kit (30 cm) model # sc-4316 lot # 19557022 description: next generation anchor kit-sterile additional information was received that the devices were not discarded and were returned to bsn. Sc-1132 sn (B)(4): the returned ipg was analyzed and no anomalies were found. Sc-2316-70 (B)(4): the leads were cut. There were no cable fractures except the intentional cut. Damage to the devices was similar to the typical explant damage and was not considered a failure. Sc-3400-30 (B)(4): the returned lead splitters were analyzed and no anomalies were found. Sc-4316 ln 19557022: one of the eyelets was damaged and silicone material from the eyelet was missing. The location of the missing silicone is unknown. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision site. The patient had a fever, pain and drainage from the site of the infection for which she was administered antibiotics. The patient also felt a burning sensation at the ipg site. The patient underwent an explant procedure wherein all the devices were explanted. It is unknown if the infection is device or procedure related. The physician also suspected ipg malfunction. The patient is stable postoperatively.